Event description:
The reporter stated the device was in use with patient for infusion. The reporter stated the device leaked. No injury reported associated with this issue.

Manufacturer narrative:
Evaluation results: one cadd administration set was returned for analysis in used condition. Visual inspection of the set found both spikes broken from the tips. Based on the evidence, the complaint (leakage) was confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The root cause could not be identified.